Manufacturer narrative:
Beginning 05/31/2012, united states and canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device is accordance with the instructions for use. The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 06/12/1991 and was last repaired on (B)(6) 2008 for a non-related issue. Evaluation of the device observed wear to the head and control bar of the device. The device was observed to operate normally and within motor speed specification. It was also observed that there was interior discoloration of the device. Prior to repair, the device was within calibration specifications at all tested thickness settings. In post-repair, corrosion to the swivel and motor sleeve was observed, and discoloration of the gears and carrier was observed. Lack of preventative maintenance and improper handling related to cleaning and sterilization most likely caused the interior corrosion and discoloration to the handpiece, which most likely caused the device to fail. The device was serviced and returned to the customer.

Event description:
It was reported that the blade of the zimmer air dermatome does not move. No additional clinical info was received prior to this report. A follow up medwatch will be submitted if additional clinical info is received.